Event description:
The customer reported that the vertical column lift was not functioning properly.

Manufacturer narrative:
(B) (4). The ge service rep was not able to duplicate the problem. He opened up the control panel and checked connections to the up/down buttons. He checked the connections to the power supply and returned with an ac power cord and plugged it directly into the power supply. He saw no change in performance and asked the customer to keep an eye on the system for a few days. The customer reported that the system was working fine and the ge could close out the case. The system is working as intended.